Event description:
A malfunction occurred when the pump got wet, displaying malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem reappears, which they acknowledged and understood.